Event description:
It was reported that the lubrication gel in the bardia urethral catheter tray was different than what was historically included and when they tried using that, it was very dry.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inspection results (measurement, testing data) not verified by iqa assignee". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required because labeling could not have prevented the reported issue. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lubrication gel in the bardia urethral catheter tray was different than what was historically included and when they tried using that, it was very dry.